Event description:
I began feeling irritability, hyperactivity, and tearfulness and personality changes that were unusual for myself. I had a burning sensation and lung irritation, tightness in chest area, along with a burning feeling around mouth and face. I began experiencing severe muscle cramping on muscles throughout body, followed by weakness and nerve pain. I was hospitalized for rhabdomyolysis. I now have weakness and pain in arms and legs with continued lung irritation and asthma like symptoms. FDA safety report ID# (B)(4).